Event description:
The physician reported during some procedures, the power supply had indicated that the coil is not detached, however, the coil has detached. The physician reported the coils were released inside the patient, and the patient was treated with another power supply. No additional information was provided.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was reportedly released inside the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.